Event description:
It was reported that the silicone intermittent catheter were becoming disconnected during draining and nurse stated that the catheter was not being attached at all when they opened the package. It was also stated that the customer has observed the same with the pvc intermittent catheters. Also, nurse could not figure out how to empty the leg bag as they did not want to throw full bag of urine in the garbage, and it had occurred with two different nurses. The bag and the catheter were not together, so the nurse emptied the bladder with the catheter and collected it in the procedure tray. While the nurse had the catheter in the bladder draining urine, the leg bag came off the catheter in the middle of the procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "components out of specification". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the silicone intermittent catheter were becoming disconnected during draining and nurse stated that the catheter was not being attached at all when they opened the package. It was also stated that the customer has observed the same with the pvc intermittent catheters. Also, nurse could not figure out how to empty the leg bag as they did not want to throw full bag of urine in the garbage, and it had occurred with two different nurses. The bag and the catheter were not together, so the nurse emptied the bladder with the catheter and collected it in the procedure tray. While the nurse had the catheter in the bladder draining urine, the leg bag came off the catheter in the middle of the procedure.